Event description:
"It was reported that ""following insertion of the device, the needle did not fully retract into the sheath- so was fully exposed. The ""issue with the needle not retracting was a possible needlestick injury to the 2 nurses; child. No injury occurred as the nurses carefully disposed of the needle into a sharps bin. We have several more of the saf-t-intima with the same batch numbers- and on further testing without a patient, encountered the same issue. Stock with same batch numbers removed temporarily from use. Added to the safety huddle at handover. For discussion with deputy director. Incident form completed.

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.